Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct, performed on (B)(4) 2021. According to the complainant, during the preparation, when the device was being inserted into the scope, the physician noticed a crack on the stent. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of stent broken. H10: the returned flexima biliary stent and delivery system were analyzed, and a visual evaluation noted that the stent was not broken; however, the guide and push catheters were kinked. Also, the proximal barb section of the stent was bent, and the suture was not aligned. Additionally, under magnification, it was possible to observe that the push catheter suture hole was slightly torn. No other issues with the device were noted. The reported event was of stent break was not confirmed. Upon analysis, the stent was not broken; however, the guide catheter and push catheter were kinked. Also, the proximal barb section of the stent was bent, and the suture was not aligned. This problem could have been perceived by the customer as a broken stent. Based on all available information, the bend in the guide and push catheters was likely due to manipulation of the device during introduction into the endoscope. Also, the bend in the stent could have been generated if the device was hit against a hard surface causing the suture to be misaligned and the push suture hole to tear. There, the most probable cause of the reported event is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct, performed on (B)(6) 2021. According to the complainant, during the preparation, when the device was being inserted into the scope, the physician noticed a crack on the stent. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.